Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision approximately 5 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-195234- e-poly lnr- 933920, 11-173663- m2a 38mm mod hd- 005910, 103533- ti low profile screw- 366080, 103538- ti low profile screw- 170890, 103535- ti low profile screw- 199290, 31-323230-rnglc+ acet drl bit- 466490, 31-323240-rnglc+ acet drl bit- 572480. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05122, 0001825034 - 2019 - 05124. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.